Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the advia centaur xp system folate instructions for use (IFU). The IFU contains the appropriate warnings and precautions associated with folate dtt releasing agent exposure. As per the IFU, exposure to folate dtt releasing agent "causes serious eye irritation. Causes skin irritation. May be corrosive to metals. Wear protective gloves/protective clothing/eye protection/face protection. Wash hands thoroughly after handling. If in eyes: rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. Contains: sodium hydroxide; advia centaur probe wash 1". The cause of the operator being splashed with the folate dtt releasing agent was due to human factor issue. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of an advia centaur xp instrument was holding the bottle with the folate dithiothreitol (dtt) releasing agent so she can mix it. The bottle fell from her hands and hit the desk. The operator was splashed with folate dtt releasing agent on her lip. The operator was wearing proper personal protective equipment. No medical intervention was provided to the operator. She washed the exposed area with flowing lukewarm water for 20 minutes. There are no reports of medical intervention or adverse health consequence due to the operator being splashed on her lip with the folate dtt releasing agent.

Manufacturer narrative:
The initial MDR 2432235-2018-00022 was filed on 10-jan-2018. Corrected information (11-jan-2018): initial MDR indicated the unique identifier (UDI) # for advia centaur xp instrument as (B)(4). The correct UDI# is (B)(4).